Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007 that the gomco was on the patient, physician was cutting the foreskin, and the clamp just fell off. Excessive bleeding resulted, but no injury or medical intervention was required. The gomco did not break, just fell off. There was no damage to the clamp, it just did not hold. Physician replaced gomco and carried out procedure successfully.